Event description:
It was reported that the patient¿s blood glucose reached 303 mg/dl while wearing the pod between 36 and 48 hours on the leg. The needle mechanism did not fully retract as intended during activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received partially deployed. The hard cannula protruded past the needle well. The hard cannula was observed to be dislodged from the slide retract. The hard cannula was incorrectly installed. The incorrect installation of the hard cannula resulted in the formed needle's failure to retract. Blood was observed on the device. No damages were observed to the formed needle. The bleeding can be attributed to the incorrect installation of the hard cannula. Damage was observed to the slide retract. This damage can be attributed to the incorrect installation of the hard cannula.